Event description:
During verification testing at the manufacturing facility, the device displayed e301 (audio alarm failure) with no audible alarm tone.

Manufacturer narrative:
Testing and investigation found the device displayed e301 (audio alarm failure) with no audible alarm tone. This was due to the piezo alarm assembly. The event that is being reported was noted during verification testing; therefore, user facility event codes are not applicable in this case. (B) (4)